Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tooth on the attune distal block outrigger broke off in the patient.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint details the breakage of the trigger on the slide tube component of the distal femoral jig. This failure does not change the occurrence of harm predicted in the dfmea. No further actions identified. The complaint shall be closed as misuse; it will be entered into the complaint database and monitored through trend analysis.